Event description:
It was reported that the patient experienced pain and numbness following a trial procedure. Surgical intervention was undertaken wherein a hematoma was discovered and the trial leads were explanted. It is unknown which lead was at fault.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000180033.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.